Manufacturer narrative:
The information provided by the user and the log file of the affected device were analyzed for investigation. Based on the log file the reported shortened batterie run time could be confirmed. Moreover, the log file reviled a restart of the device due to depleted batteries. After the device has been reconnected to the main power it restarted and continued ventilation. If savina 300 is not connected to mains power or is not equipped with an external battery, the unit switches to the internal battery with audible alarm and the display message "internal battery activated" occurs. Different alarms will indicate the state of the batteries during the discharging process. When the battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. The pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. If the ventilator is connected to ac mains again, it will restart immediately, and the ventilation will be continued with the last settings. After the device has been reconnected to the main power it restarted and continued ventilation. The maximum run time of the batterie type used in savina 300 can be altered due to aging or when used in alternating mode. The batteries have been replaced which resolved the problem. The device has alerted the remaining run time and the shut down as specified by posting the corresponding alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during transport the ventilator had shut off. The following information was conveyed by the customer: the patient had been on the vent (with is plugged in) for over 24 hours. The patient had needed a CT. While in the CT the vent alarmed battery discharged. The vent was then plugged in for 5 minutes. Then while transporting the patient back, the vent shutoff. The vent was then plugged in and ventilation started right back up. The vt was set to 400 and rr was 30. The batteries were replaced and the issue was resolved.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during transport the ventilator had shut off. The following information was conveyed by the customer: the patient had been on the vent (with is plugged in) for over 24 hours. The patient had needed a CT. While in the CT the vent alarmed battery discharged. The vent was then plugged in for 5 minutes. Then while transporting the patient back, the vent shutoff. The vent was then plugged in and ventilation started right back up. The vt was set to 400 and rr was 30. The batteries were replaced and the issue was resolved.